Manufacturer narrative:
Please retract this report 2017865-2023-52029, the issue is related to a different product reported as 2017865-2023-93663.

Event description:
During a remote follow-up, noise resulting in oversensing was observed on the right ventricle (rv) lead. Provocative testing was performed, and the lead noise was not reproduced. No intervention has been performed at this time. The patient was stable and there were no consequences.